Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "won't deliver insulin" as intended. There was no reported adverse impact to the customer¿s blood glucose. Although requested, the customer declined to provide additional information and declined troubleshooting.